Event description:
It was reported that during an acdf at c5-6, c6-7, the surgeon was inserting the 1.8mm ti locking screw into the 4.0mm ti canc expansion head and the locking screw broke below the screw head. The broken fragment was retrieved. The surgeon backed out the locking screw and the expansion head screw. The procedure was completed with no further problems and no harm to the patient.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The device was returned for a manufacturing evaluation and the thread of the locking screw was broken off and jammed into the enclosed expansion head screw. The fracture face was homogenous, which indicates material conformity, and had the typical view of a forced fracture. All four prongs of the enclosed expansion head were bent outward. This, and the stress marks at the screw head and the inner side of the prongs, indicates that the locking screw expanded the prongs as designed. It was noticeable that one prong was more bent outward than the other prongs. Unknown white residues are visible in the expansion head screw recess on the opposite side of the bent prong. This could indicate that these residues avoided a parallel tightening of the locking screw and that tightening at an improper angle caused a mechanical overload. This complaint is indeterminate from a manufacturing standpoint as the dimensions of the thread could not be checked.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(6) 2012.

Event description:
This is report 1 of 1 for file (B)(4).